Event description:
It was reported that during a stenting treatment procedure a stent fracture occurred. The 70% stenosed lesion being treated was located in the uncalcified, untortuous, mid, right coronary artery. The physician predilated the target lesion before implanting a 2.75x20mm promus element stent. Then, the physician postdilated with an unspecified balloon catheter and noted a stent segment that did not fill with contrast like a "crack". A second dilation was completed and the "crack" appeared to be bigger. The physician attempted to postdilate several times, however it did not fix the crack. The procedure was ended because the physician was worried something would happen to the patient. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)